Manufacturer narrative:
This is the third complaint for the finish goods lot; and the second for this issue. The device history record review shows the order was built and released per specification. The customer did not retain a sample for this complaint report; therefore, visual inspection and functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the cassette leaked before a procedure. The product was replaced and the procedure was completed. There was no patient involved. Additional information and product sample have been requested.